Manufacturer narrative:
Additional information: g3. Additional information based on the software investigation, confirms the port 4 symptom to be directly related to the processing lag of the system (dws). The field service tool (fst) was then connected and the amplifier passed post. The field functional test was then performed and was successful. The field reported event was able to be confirmed based on dws software evaluation and the physical port connection. Based on the information provided to abbott and the investigation performed, the reported event was not able to be duplicated, however the root cause was attributed to loose connection to port 4 which caused multiple connect and disconnect messages across the communications lines. The field reported event was able to be confirmed based on dws software evaluation and the physical port connection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported event was attributed to loose connection to port 4 which caused multiple connect and disconnect messages across the communications lines.

Event description:
Related manufacturing reference: 2184149-2023-00037. During the procedure, it was noted there were sensor connection and communication issues which caused the procedure to be canceled. It was noted that both tacticath se catheter and the advisor vl catheter started losing sensor connection and locking up early in the case, progressively worsening and becoming more frequent. Both catheters were replaced, the advisor vl cable was replaced, field frame was adjusted, field frame cable was replaced, and field frame was replaced, all without resolving the issues. The physician was not able to safely continue ablating and stopped without completing the rest of the procedure. No patient consequences known at this time.

Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. Evaluation functional testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause was remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.